Manufacturer narrative:
Block e1: (initial reporter facility name). The reported health care facility is (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal varices during an endoscopic selective varices devascularization (esvd) procedure performed in the esophagus on (B)(6) 2025. During the procedure and inside the patient, the bands could not be released and after withdrawing the device from the endoscope, it was found that the bands were overlapping. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal varices during an endoscopic selective varices devascularization (esvd) procedure performed in the esophagus on (B)(6) 2025. During the procedure and inside the patient, the bands could not be released and after withdrawing the device from the endoscope, it was found that the bands were overlapping. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with all seven bands attached to it and some of them were overlapping. The handle had evidence of trip wire being secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This failure might be related with the technique used by the physician or the way the device was being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It is also possible that, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have been displaced due to procedural movements. This could have prevented the bands from deploying properly and may have caused them to overlap. Therefore, the most probable root cause of this complaint is adverse event related to procedure.